Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. The device was returned for evaluation. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation revealed that the device met specification prior to release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications. The battery passed visual inspection but failed functional testing as the battery failed to communicate with the charger. Testing found that the battery was reading 0 volts from one of the battery cell pairs due to a broken wire on the circuit board. The most likely root cause of the reported failure is due to a soldering defect of the cell pair wiring to the circuit board. The manufacturer has opened an internal investigation to evaluate the soldering anomalies. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient report that the battery will not charge. Battery was replaced and it was stated that there were no effect on patient. No additional information available.